Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose was 45 mg/dl. The customer took a glucogon shot and sugar. The customer does not want to troubleshoot for low blood glucose as he understood why. The customer did not want to troubleshoot for insulin pump for fluid, stated he would get the reservoir back to us.